Event description:
Contrast agent leaked from the rotator during a left ventriculogram procedure. The rotator body is tilted on the collar. No harm or injury was reported. The customer reported three defective devices but has not provided any additional info or clinical details for the additional events. Therefore, this single form FDA 3500a report will be submitted.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval/investigation. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The device has a mfg defect. Complaint data will be monitored for this type of defect. Eval: method: device history record was reviewed, complaint data base was reviewed. Results: quality control.